Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision due to a second dislocation of the femoral head from the all-poly cup. It was reported that the patient's left hip was revised due to dislocation 4 days after a stage 1 revision for infection had been performed. The patient dislocated again 5 days later and all components (omnifit hfx stem, 32+10 c-taper lfit head, trident all poly cup) were revised to an omnifit eon plus stem, 28 +0 c-taper lfit head, and uhr bipolar component. Rep provided usage sheets for the implantation and revision, and reported that no further information will be available.